Manufacturer narrative:
510(k): report is for one (1) unknown lag screw. Unknown when device was initially implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail hardware removal was performed on (B)(6), 2015 due to lag screw migrating proximally and cutting out of the femoral head. There were no reported delays; procedure was completed successfully. This report is for one (1) unknown lag screw. This is report 1 of 2 for (B)(4).